Event description:
The user facility reported that a 58-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues a few days post implant. The clinical team is unsure what happened but suspects an issue with the was a tuohy borst. No further information was provided. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue was not determined as the device was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.